Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative. It was reported that the clinic felt like their motor stall occurrence was higher. Further information was requested regarding specific details on motor stall events with that clinic. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a company representative (rep) indicated it was unknown who in the practice of the ten physicians made the comment and the rep did not know what the physicians were commenting on. If additional information is received, a follow-up report will be sent.